Event description:
It was reported during the implant procedure that when the device was connected, there was diaphram muscle stimulation noted. The device was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.